Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was inspected before use. Negative prep was performed. Patient health status is stable. Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 20th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent. There was no damage noted to the packaging. No issues were noted when removing the device from the hoop. Resistance was encountered during advancement. It was reported that while attempting to cross the lesion resistance was met and therefore the stent was removed. When the stent was removed from the patient the stent was noted to be deformed. No patient injury was reported.